Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a review of the device history record (DHR) and complaint handling database could not be conducted because the lot number was not provided. As the reported leak was unable to be confirmed during return analysis, it is possible that the cap seal was not fully tightened thus resulting in the reported leak difficulties; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak difficulties. The reported difficulties possibly caused/contributed to the reported patient effects; however a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D-9, h3 - correction - it was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a review of the device history record (DHR) and complaint handling database could not be conducted because the lot number was not provided. As the device was not returned for analysis the investigation was unable to determine a conclusive cause for the reported difficulties. The reported difficulties possibly caused/contributed to the reported patient effects; however a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the copilot was leaking resulting in air entering the patient. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.